Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
It was reported to abbott a patient had high impedance on a lead. The physician requested the lead be replaced. Surgery is pending insurance authorization and scheduling from their health plan. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number:(B)(6).

Event description:
It was reported that the patient's lead had high impedance. As a result, the patient may undergo surgical intervention to address the issue.